Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm no tip vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent was already detached from the delivery system. No appearance of damage was observed. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and those specifications that control the attachment and delivery of the stent were found within specifications. A device history record (DHR) was performed, and no internal actions were identified. The customer complaint regarding an impeded stent cannot be evaluated with the device in the returned condition, as the stent would need to be attached to the system and contained within the introducer in order to perform a functional test, however, the issue reported regarding the stent component being prematurely detached was confirmed. However, the dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent. Due to the limited information available, a root cause of the failure encountered cannot be determined. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: confirm that the delivery wire does not move relative to the introducer during the removal of the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by a healthcare professional, during an endovascular embolization, an enterprise2 4mmx23mm no tip vascular reconstruction device (product code: enc402300, lot number: 9185286) became impeded at the hub of a prowler select plus 150/5cm (product code: 606s255x, lot number: unknown) and could not be advanced into the microcatheter (mc). The physician retracted the stent alone, and upon removal, the stent was found to be detached from the delivery wire within the y connector. The physician removed the y connector and retrieved the detached stent. A second stent, an enterprise2 4mmx23mm (product code: encr402312, lot number: 9246448) was then introduced; however, it also became impeded at the microcatheter hub. The second stent was subsequently found to be detached from the delivery wire within the microcatheter hub. The physician removed the second stent along with the microcatheter from the patient. A new stent and a new microcatheter (different brand) were then used to complete the procedure successfully. No patient injury or adverse event was reported.